Event description:
It is reported that upon opening the liner to the sterile field, the locking ring was completely out. A new liner was used to complete the surgery.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. No other complaints have been received for this lot for this alleged condition. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.